Event description:
It was reported that revision surgery was performed due to elevated metal ion levels and a possible soft tissue reaction. A squeaking and clicking sensation was reported from (B)(6) 2008. From (B)(4) 2008 a 'rubbing / grating sensation' was reported as having occurred every 7 to 8 weeks and lasting for 4 to 7 days. A 2 to 3 month history of pain reported (B)(6) 2011 down the patient's leg and right side. No pain in left hip reported6